Manufacturer narrative:
Continuation of device eval.: 97702 implantable neurostimulator implanted: (B)(6) 2017; 3998 lead implanted: (B)(6) 2009; 3888-45 lead implanted: (B)(6) 2009; 3888-45 lead implanted: (B)(6) 2009; 4298-88 lead implanted: (B)(6) 2019; dtmb1q1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient is deceased. The spouse further reported that the patient died due to the ¿pacemaker¿ and that the device ¿went off¿ six times. The spouse was told by the physician that the patient had six heart attacks and congestive heart failure. The cause of death was provided as congestive heart failure.